Event description:
Account stated the bed is alarming, and the hi/low head was drifting down.

Manufacturer narrative:
Tsr removed, cleaned and re-inserted the emergency trend and the head hi-lo down valve to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.